Event description:
It was reported that high capture threshold and low amplitude r-waves were observed. The lead was explanted and replaced after repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.